Event description:
It was reported that the patient has expired, due to unknown reasons. It is unknown if the death was device related. The implant duration was less than a month. No further details were provided. Information learned from implant patient registry. Through follow-up with the surgeon, no new information regarding the death was learned. The cause of death remains unknown. The device history record (DHR) review is currently in process.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned of through the implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.